Event description:
Received a report grand optical saying that a female customer experienced a corneal abscess after using private label multipurpose solution. The customer was hospitalized for 10 days. Add'l info was requested but not received.

Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, not have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. The root cause has not been established.